Event description:
It was reported that air bubbles were observed within the canister tubing. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer administered a manual injection to address bg. Customer primed the tubing to address the issue.